Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3093-28, lot# j0443949v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The manufacturers' representative (rep) reported that the patient was having the entire system explanted as she never had good response from therapy since implant. They planned to try again by starting with stage 1 testing. The revision had not occurred. There was poor response to therapy. Additional information from the rep noted that the physician felt like it never improved the patient's symptoms and they might have to take it out for an MRI. The physician wanted to try testing the other side but no further information was received. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, the event will be updated.